Event description:
It was reported to vyaire medical that the main board of the vela ventilator was bad and was giving transducer fault during pre-testing calibration.

Manufacturer narrative:
Vyaire file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and replaced the main board and serial no cable on the battery tray. Verification and fio2 (fraction of inspired oxygen) monitoring calibration were performed.all tests passed the required criteria and the unit meets factory specifications.the blender is reaching specifications without error although it is taking roughly 1-2 minutes to calibrate and get to the set value. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.